Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited low lead impedance. The device was programmed to unipolar pacing and bipolar sensing configuration. The patient would continue to be monitored.